Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of two products. However, it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4), batch: (B)(4), model: 3086. UDI: (B)(4). Octrode trial lead kit, 60cm length.

Event description:
It was reported during an scs trial procedure on (B)(6) 2022, the patient experienced a cerebrospinal fluid (csf) leak during a needle placement. The patient experienced a headache following the procedure. Conservative treatment is planned, and no surgical intervention is planned at this time to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that for the cerebrospinal fluid (csf) leakage that the patient experienced following a trial lead implant procedure, a blood patch was performed on (B)(6) 2022 to address the issue. As a result, the patient symptoms have improved following the procedure. No further plans for intervention at this time.